Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer. The fse determined the device failed to power on due to power supply failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) performed an onsite visit due to a customer request for service due to a report that "product to be refurbed for imperfect stock." The fse determined that the device failed to power on. This report is submitted due to failure of the device to power on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Upon review, this incident has previously been reported on report # (B)(6). This report has been determined to be a duplicate.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the power supply failure could not be determined. Olympus will continue to monitor field performance for this device.